Manufacturer narrative:
This information was inadvertently left off of the initial MFR. Report.

Event description:
It was later reported the patient's seizures increased to about the same as his pre-vns baseline level. It was noted that diagnostics were within normal limits and that a contributing factor to the patient's increased seizures was due to medication changes. Keppra was stopped and depakote was added. The patient underwent generator replacement on (B)(6) 2016.

Event description:
It was reported the patient was referred for surgery as his vns generator battery is getting low and he is starting to have an increase in seizures. It is unknown if the increase is above or below pre-vns baseline levels. A battery life calculation was performed. The data was observed from (B)(6) 2012 through (B)(6) 2013. The last parameters recorded were 1.5ma/20hz/250s with 44% duty cycle. A blc was performed with the available data and assumptions were made for any gaps found if present. The result revealed 2.2 years remaining until neos = yes. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Product analysis (pa) was completed for the returned generator. During pa, the generator's ability to provide the appropriate programmed output currents was successfully verified. The generator diagnostics were as expected for the programmed parameters and a comprehensive automated electrical evaluation showed the generator performed according to functional specifications. There were no performance or any other types of adverse conditions found with the generator.

Event description:
The explanted generator was returned to the manufacturer. Product analysis is expected, but has not been completed to date.